Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced irritation and scarring at adhesion site. Patient's doctor was shown irritation during a routine appointment and recommended hydrocortisone cream and lotion. Patient's mother relayed doctor did not express concern with irritation and advised area was not infected. No further medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4).